Event description:
A customer reported a malfunction in their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as insulin therapy, and they will reach out to their healthcare provider (hcp) if they need to.